Event description:
Pt on ECMO. Connection where 3/8" tubing connects to 1/2" tygon raceway tubing failed on the positive pressure side. Blood was lost. Pt reconnected to ECMO. Pt expired 2 hours later unrelated to the event.